Manufacturer narrative:
(B)(4). Additional information: additional information was received indicating that the patient was connecting the y-set to a cassette and an additional 15 l drain bag during automated peritoneal dialysis therapy. Proper procedures were reviewed with the patient and their nurse. The patient was informed that this product was intended for continuous ambulatory peritoneal dialysis. No additional information was provided. The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a hole in the bag on one sample. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; leak testing revealed a leak through a hole in the bag. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue of a leak was confirmed during sample analysis. The reported issue was verified and the cause of the reported issue was determined to be a hole in the product. The assignable cause code was determined to be use error. It was determined that the patient was connecting this product to the cassette and an additional 15 l drain bag during automated peritoneal dialysis therapy. The patient was informed that this was an incorrect setup of this product. This is a use error that could result in the drain bag rupturing due to fluid overload. The 5c4366p product is to be used for continuous ambulatory peritoneal dialysis therapy only. ¿use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The section also explains that manual exchanges are to be done if the cycler is unable to be used. The ¿operating instructions-prepare for therapy¿ section warns the user that using wrong bags can result in contamination of the fluid pathway.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect y set leaked from an unspecified location. The step of setup or therapy during which this occurred was not reported; however, there was reportedly patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.